Manufacturer narrative:
H3: one cadd solis vip pump was received in good physical condition. The event history log was reviewed and there was a "system fault 45,984". A functional check was performed and the reported issue was able to be verified. Error code 45984 was found on the screen display and the screen was damaged during power up. The error code 45984 indicates a problem with watchdog_trigger_time. It was found that a faulty microprocessor board was the cause of the issue. Therefore, the microprocessor board will be replaced to resolve the issue. The damaged battery compartment was unable to be confirmed.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device gave an error code. It was added that the screen and battery compartment were also damaged. The reported event occurred while testing. There was no patient involved.